Event description:
It is reported that the locking ring for the constrained liner disengaged, therefore causing the liner to loosen and the hip to dislocate.

Manufacturer narrative:
This report will be amended when our investigation is complete.